Event description:
Overdelivery secondary to user misprogramming resulting in pt death. The pump was to be set for a morphine concentration of 1mg/ml with a 0.3mg pca dose and an 8 minute pt lockout. After the pt death, the pca history printout was retrieved by the customer biomedical engineering department. The history indicates the pump was set for a concentration of 0.1mg/ml, with a pca dose of 0.3mg, 8 minute lockout interval and no 4 hour limit was selected. Delivery of 7 bolus doses over approximately 7 hours was recorded. Resuscitative efforts were not successful.

Manufacturer narrative:
Reports received from the customer indicated a user misprogramming had occurred. The pump was subsequently sent to ecri for analysis. Verbal report from customer that the pump "passed" ecri testing. The pump was received at abbott for analysis on 3/24/1998. The history lot for the reported event date had been over written. The device passed performance verification testing for occlusion and for delivery accuracy tests at 20.4 ml (specification limits of 20.0 +/-1.0ml). The first long term run was set at 0.1mg/ml concentration. 0.3 mg/dose, pca mode, 5 minute lockout and without a 4 hr limit. The test was stopped at 3.0 mg (30.0) and measured 29.68ml for a percent error of -1.06%. A second long term test was run at 1.0 mg/ml concentration, pca mode, 0.3mg/dose, 5 min lockout and without a 4 hr limit. The test was stopped at 30.0 mg and measured 29.63 ml (-1.23%). A pinches wire was observed against the motor housing and was not related to the event. The history malfunction log showed 49 occurrences of error 1a (malfunction line went low and could not return to normal) and 1 occurrence of error 2b (ram checksum test failed). Both errors indicated a possible cpu/display pwa was not related to the event. No corrective action required. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare pca products is <1.99/million sets.